Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion located in the right pop. Approximately 18.5 months later the patient experienced stenosis of the right pop which was treated with pta and stenting 5 months later. Patient is reported to have recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.